Manufacturer narrative:
Correction: report source foreign, health professional, user facility. Additional information: information received indicating the procedure was performed via the trans-radial approach. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The flexor ansel guiding sheath and the 0.35" endhole dilator of the flexor ansel guiding sheath were returned for evaluation. The sheath was returned with the proximal fittings separated from the tubing. The flare was round and the diameter of the flare was 3.4mm. The outside diameter of the sheath tubing was 0.07426 inches. Compression marks were noted on the sheath tubing at 4.0cm, 4.5cm, and 6.0cm, measuring from the proximal end of the tubing. Two wrinkles, each 1 mm in length, were noted on the distal tip of the tubing. The check-flo body was separated from the connector cap. Compression marks were noted around the check-flo cap. The flare passed through the large lumen as well as the small lumen. The flare could have been compressed or met with forces while separation. The connector cap accepts a maximum of 0.084" pin gauge. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an unspecified procedure using a flexor ansel guiding sheath, that the sheath got separated from the hub during use, so it was replaced with another manufacturer's device. There have been no adverse effects to the patient reported.